Event description:
It was reported that the pt underwent a 2-level plif from l3-l4-l5. Approx 2.5 yrs post op, x-rays showed both levels with heterotopic bone extending posterior to the interbody cage. The pt has no symptoms of radiculopathy and his symptoms are primarily axial. No further imaging or surgical follow up is scheduled.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to spec which might contribute to the reported event. Review of radiographic images provided shows the interbody fusion mass at both levels in the posterior two-thirds of the disc space. The fusion mass appears to be mature. The fusion mass from the interbody space extends posterolaterally or posteriorly toward the foramen or canal. The extent of the extension posteriorly is not certain, but may not be excessive. There is no noted migration of the implants. The device was not returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.